Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the introducer sheath did not peel away properly. The physician used scalpel to cut it and finish the procedure. No patient complications have been reported as a result of this event.